Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic hernia procedure, the device was fired and would not open. The surgeon pulled the device off and tore the tissue with a little bleeding. The surgeon had attempted to manually pull the handles apart and the jaws would not open. The surgeon had to pull the device off the tissue and once removed, the jaws remained in the closed position. The torn tissue was cauterized and the bleeding was minimal. The patient's post op care was not changed. Another device was used to complete the case with no patient consequence.